Event description:
It is reported that the hosp staff went to open product for implantation in 2008, and discovered the inner packaging was cracked making the product unusable.

Manufacturer narrative:
Evaluation summary: as returned, inspection of the outer cavity shows fracture damage along one of the four corners. The location of the fractured cavity corresponding to visible damage along the same corner of the carton packaging material. The inner cavity is intact and does not appear to be compromised. The manufactured lot wa fully distributed with no other reports of this kind being received. It is likely, that the device experienced some form of transit damage after distribution. Device history records indicate device manufactured to specification.